Event description:
The customer reports that battery is not charging and believes it is a problem with the battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that battery is not charging and believes it is a problem with the battery. There was no reported patient involvement. The device was evaluated locally by the customer. Given the information provided by the customer, the philips customer care center determined that the ac power module had failed. The customer ordered a new ac power module to resolve this issue. We will consider this a failure of the ac power module.